Event description:
It was reported that the user¿s ilet pump cartridge was empty upon waking, and the user requested to change only the cartridge despite education to perform a full supply change; the user had previously performed press-and-hold without disconnecting to confirm drops, which was reinforced as not recommended, and the agent guided the user through a full supply change and insulin delivery was resumed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or affected device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.